Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the use of the shower bag, water entered inside. The patient asked to replace the shower bag. The shower bag will be returning for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned shower bag could not confirm the report of water ingress. The external portion of the bag did not show any damage or wear to any of the seams, zippers, or fabric that could have contributed to a potential leak. There was a piece of tape placed along a seam of the shower bag; however, no underlying damage was observed. The bag was mounted in a sink and sprayed directly with water for over 15 minutes. Following the test, no visible water was observed inside the bag and the interior surfaces did not feel wet to the touch. The evaluation was unable to reproduce the reported leak. The heartmate 3 patient handbook provides instructions for showering and the use of the shower bag and states that the bag should be allowed to drip dry completely before being used again. The handbook also states that the wear and carry accessories should be inspected periodically during use. If there are any issues the item should not be used and a replacement should be requested. The lot number 7682607 was reviewed and showed no deviations from manufacturing or quality specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use and heartmate 3 patient handbook state in the caring for wear and carry accessories sections that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. The instructions for use (IFU) and patient handbook also provide instructions on using and assembling the shower bag. No further information was provided. The manufacturer is closing the file on this event.